Manufacturer narrative:
(B)(6). Concomitant product: sensation plus 50cc ot#1537432. Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
During an emergency support program call, the customer reported persistent autofill failure and prior gas loss alarms on a cardiosave intra-aortic balloon pump (iabp) during use. No harm was reported.